Manufacturer narrative:
Qn#(B)(4) n/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "after the catheter inserted, the balloon cannot inflate completely and the pump alarmed balloon pressure is too high, change the new catheter". No patient harm or injury. The patient status is reported as "fine".